Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer did not experience any symptoms, the cause of not being able to connect the lead was determined, another ins was used and for safety the surgeon also changed the lead. No devices would be returned as they were destroyed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the battery was replaced because it was depleted.

Manufacturer narrative:
The main component of the system and other applicable components are: implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the surgeon wanted to replace the ins with a different model ins by directly connecting the ins to the lead. The lead could not fit into the new ins, thus he proceeded to the installation of a complete system: lead plus ins. It was noted that the leads with the old ins are often twisted and therefore cannot be inserted into a new ins and this is what happened without affecting the consumer or the surgeon. The problem was solved and closed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported during a replacement, it was impossible to connect the lead to the implantable neurostimulator (ins). Another ins was used and for safety the hcp also changed the lead. The issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.